Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the mildly tortuous proximal left circumflex (lcx) artery. A 38 x 2.50 promus premier stent was advanced but failed to cross the lesion. Buddy wire technique was performed however, unsuccessful. The physician then attempted to use the device with a non-bsc device and removed the device from the patient. It was noted that the distal part was lifted. The procedure was completed with a different device and no patient complications were reported. The patient's status was good.